Manufacturer narrative:
B4, b5 and h2 were updated.

Event description:
The patient contacted insulet for a replacement controller. It was reported that the patient fell due to severe hypoglycemia (blood glucose level was 42 mg/dl), resulting in a damaged controller display. Patient confirmed of not needing medical attention when the event occurred.

Manufacturer narrative:
For 3014585508-2026-14240-01, d4 (lot and serial numbers) were updated, and lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data was reviewed for the period of (B)(6) 2026 - (B)(6) 2026. Review of the patient history buffer (phb) data found no evidence of the reported severe hypoglycemic event. The phb data showed that the omnipod 5 system was paired with a sensor and was consistently receiving valid sensor readings. The cloud data contains only four instances of estimated glucose values below 100 mg/dl, with the lowest estimated glucose value received being 94 mg/dl. The phb data showed that the system operated exclusively in manual mode, and it was confirmed that the system correctly delivered the user's manual basal program. Additionally, no evidence of the controller becoming non-functional was observed. Multiple boluses were successfully programmed and delivered on and after the date of occurrence, indicating the controller's screen was still responsive to inputs. No issues were found that would contribute to the reported hypoglycemic event, and no issues were observed with insulin delivery or overall system functionality.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Cloud data was reviewed for the period of 14feb2026-17feb2026. Review of the patient history buffer (phb) data found no evidence of the reported severe hypoglycemic event. The phb data showed that the omnipod 5 system was paired with a sensor and was consistently receiving valid sensor readings. The cloud data contains only four instances of estimated glucose values below 100 mg/dl, with the lowest estimated glucose value received being 94 mg/dl. The phb data showed that the system operated exclusively in manual mode, and it was confirmed that the system correctly delivered the user's manual basal program. Additionally, no evidence of the controller becoming non-functional was observed. Multiple boluses were successfully programmed and delivered on and after the date of occurrence, indicating the controller's screen was still responsive to inputs. No issues were found that would contribute to the reported hypoglycemic event, and no issues were observed with insulin delivery or overall system functionality. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient contacted insulet for a replacement controller. It was reported that the patient fell due to severe hypoglycemia, resulting in a damaged controller display. At this time, it is unknown whether medical assistance was sought or if the product contributed to the reported fall. Follow-up is in progress to obtain further details regarding the reported hypoglycemic episode. A supplemental report will be submitted if new information becomes available.